Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a hypoglycemic event. The patient stated her mother woke her up at 5:00am and asked if she knew how low her blood sugar was and stated that her (the patient¿s mother) follow application was displaying 45mg/dl. The patient became confused and stated her blood sugar dropped and the patient's mother¿s phone displayed low. At that point, the patient stated she couldn't talk and her eyes started rolling and her mother called the ambulance. The patient¿s mother managed to get the patient to drink 2 orange juice boxes and glucose tabs. By the time the paramedics arrived about 10-15min later, her blood sugar had started to rise, and they did not have to treat her. Additionally, the patient stated her son must have turned down the volume on her phone resulting in her not hearing the alarm at the time of event and to avoid this happening in the future, the patient will use the receiver as a backup. At the time of contact, the patient was doing okay. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.